Event description:
Complainant claims the screw head twisted off while screw into the ring during surgery. The screw and screw head was retrieved. Surgery may have been delayed as a result of this event. No injury to the pt was reported.